Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/1/2017 - phone, 8/1/2017 - email, 8/7/2017 - email. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. The patient was switched to manual ventilation. There was no report of patient injury.